Event description:
It was reported that during a da vinci total benign hysterectomy surgical procedure, a wire broke at the tip of the large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one grip cable was broken at the distal clevis. The broken segment stuck out approximately .1500 at the instrument wrist. The idler pulley spun freely but also showed some wear. The other cables at the wrist were not damaged. An additional observation found were corroded back idler pulleys. The back idler pulleys exhibited corrosion in between each pulley. The idler pulleys were not seized and still rotated. Damage was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.